Event description:
Patient said they just removed the bandage today and said taking off the bandage was amazing, because the tape on the bandage was the itchiest thing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).